Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that no image was displayed due to deformed/damaged pins. It was also noted that the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head produced a poor quality image. The issue was found during preparation for use in an unknown procedure. Inspection and testing of the returned device found contact failure of the video connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.